Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had wound breakdown and that the ipg site got infected. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected, and the physician believed that infection was procedure related.

Event description:
A report was received that the patient had wound breakdown and that the ipg site got infected. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected, and the physician believed that infection was procedure related.